Event description:
Reporter alleged blood glucose measured hi and a lab measured 206 mg/dl when performed 10 minuted later. No treatment was reportedly received. Reporter indicated not having the test strips or controls as well as was not sureof the date when glucose tests were run. A request was made for the return of the suspect device and replacement product was sent.